Event description:
It was reported that a small volume intermate had a black mark on its filter. This was found before use. The device was filled with meropenem. There was no patient involvement. No additional information is available. This is report 6 of 9.

Manufacturer narrative:
(B)(4). The lot 14g029 was manufactured on july 17, 2014 to july 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.